Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous iliac artery to superficial femoral artery. A 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were good post-procedure.